Event description:
It was reported that when the device was used during a liver resection procedure, it would not open after being fired. After the device was manually opened, the case was completed with no consequence to the pt.